Event description:
Customer reported an error message is being displayed. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the memory card. System operates as intended.